Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive streaks were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 31-mar-2025. Investigation summary: bd received 10 samples and 4 photos for investigation. A visual inspection for additive abnormality was conducted on 10 customer samples, and 8 of these samples failed due to the customer-reported defect. Analysis of the 4 customer photos revealed multiple tubes with additive abnormality. Additionally, 30 retained samples were visually inspected for additive abnormality, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive streaks were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.